Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce the reported issue. The device was extensively tested in a repetitive test but no discrepancies were observed. Proper device operation was observed through functional and performance testing. A cause of the reported issue could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed from the downloaded key log that the device had temporarily locked up several times. The reported issue could however not be reproduced. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had powered off while charging defibrillation energy. The device was powered back on and then a test shock at 200j was successfully delivered to a defibrillation analyzer. During device evaluation, physio-control observed from the downloaded device data that the device had not powered off, but had temporarily locked-up several times. There was no patient use associated with the reported event.